Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right radial artery. The physician reported that during insertion, the guide wire and catheter broke off in the patient. The catheter separated at the hub. There was no patient death reported.